Event description:
It was reported that the patient's symptoms returned. The ipg was unable to properly communicate with external devices and displayed a charge discrepancy. Troubleshooting has been unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The reported observation was confirmed when reviewing the clinician programmer log from the field. The root cause of the reported observation was not ascertained. The device displayed and logged normal battery values during analysis. Review of the lab standard cp/pc logs aligned with the device¿s soc during analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device. The ate also measured an ipg battery voltage that aligned with the as received cp/pc query of the device¿s soc. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.